Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer will not boot up. Power supply found out of electrical specification. System errors logged on the hard drive error log. Printer drawer found damaged/broken